Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed that the wire was missing polymer at the distal section and all of the stainless steel ribbon tip was missing. The wire was received entangled with an approximately 5 cm in length piece of promus stent. Within the stent, there is a piece of polymer measuring approximately 1.2 cm in length which appears to be the distal tip of the guide wire. There is approximately 1.7 cm of missing poly at the proximal separation point of the wire. The wire separation is located approximately 36.6 cm away from the inconnel tube. The wire is kinked at approximately 3.5 cm through 7 cm measuring from the proximal end of the wire. The two segments were submitted for scan electron microscope (sem) lab analysis which revealed that there was evidence of solder or tin found on both segments of wire. The two submitted segments did not match. No fracture was observed at the distal segment. The secondary segment solder joint exhibited surface evidence of separation in a shear direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a guide wire break occurred. The physician advanced a pt2 guide wire and a mach1 guide catheter to the left main coronary artery (lm). A 3.5x18mm promus stent was also advanced to the lm and was successfully implanted. The physician then attempted to advance the pt2 guide wire to the lateral branch; however, the distal portion of the guide wire became entangled in the implanted promus stent. It was noted that the implanted stent became damaged and the guide wire broke just proximal to the distal portion that was entangled in the stent. A snare was advanced to the lesion and the entangled portion of the guide wire and the implanted stent were removed together from the patient. Another promus stent was implanted in the lm and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as 'good'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a guide wire break occurred. The physician advanced a pt2 guide wire and a mach1 guide catheter to the left main coronary artery (lm). A 3.5x18mm promus stent was also advanced to the lm and was successfully implanted. The physician then attempted to advance the pt2 guide wire to the lateral branch; however, the distal portion of the guide wire became entangled in the implanted promus stent. It was noted that the implanted stent became damaged and the guide wire broke just proximal to the distal portion that was entangled in the stent. A snare was advanced to the lesion and the entangled portion of the guide wire and the implanted stent were removed together from the patient. Another promus stent was implanted in the lm and the procedure was successfully completed. No patient complications were reported with the patient¿s current condition listed as ¿good¿.

Manufacturer narrative:
(B) (4). (B) (4).